Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The customer received an error message when loading the patient sample with onboard dilution of 1:100. The result was not consistent with the result obtained on (B)(6) 2018 for this patient, and the instrument logs indicate the tube number received did not match the tube number that was expected. The cause of the discordant, falsely elevated thcg result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on an advia centaur xpt instrument. The customer received an error message from the instrument. The discordant result was not reported to the physician(s). The sample was repeated and the repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR on 08-oct-2018 additional information was received (07-nov-2018): siemens further investigated the error message and requested the system files. The system files were not provided. Based on the available information, siemens concluded the error message on the advia centaur xpt was received when the customer loaded the patient sample with on-board dilution of 1:100. The error message for sid# (B)(6) was created because of a conflict with manual dilution, specimen type, or container type. The cause of the discordant total human chorionic gonadotropin (thcg) result is unknown. Conclusion code was updated.